Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system broke from the hub. The following information was provided by the initial reporter: "it was reported that the line fell/broken at port site. Broken in half."